Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as (B)(4)internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(6) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): absence of diffusion observed in connection. Therapeutic: 5fu in 56.4ml nacl.